Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions h10: investigation summary a batch record review was completed and no discrepancies were found. All in-process stat sample quality checks were satisfactory. Aquacel foam n/adh 10x10(1x10) nai was manufactured under sap code 1703990 and manufacturing lot number 3h00919 on (B)(6) 2023. Lot # 3h00919 was sterilised under work order (B)(4) and released on review of results of sterilisation provided by sterilisation company sterigenics. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 3h00919. This is the first of 2 complaints for this lot registered within trackwise. Both complaints are for foreign matter (cloth fibres and black dot). It is likely the complaints are related. 19 photographs were received for this issue and have been evaluated in accordance with work instruction (wi). The photographs confirm the expected lot, product and the complaint issue where foreign matter in the form of a dark, fine fibers can be seen against a tappi chart on several dressings, but not all of the photos are in focus. The complaint sample was requested on 14 march 2024 and received on 01 may 2024. The complaint sample was received and sent to the lab for analysis to identify the foreign matter. The foreign matter appeared to look like a fine black fibre, either synthetic or natural. 2 complaints have been received for this batch, totaling 9 affected dressings. With the batch size, this would be an unacceptable failure rate based on the acceptable quality level (aql)s from procedure. Due to other similar foreign matter complaints received for the same manufacturing lines, this complaint is considered to be part of a trend, resulting in corrective action / preventive actions (CAPA) being raised. The corrective action / preventive actions (CAPA) investigation also covers 5 other complaints for foreign matter which have been trended together. Assignable root cause is identified as failure of gmp practices (cleanliness, gowning and other prevention of contamination strategies). These are currently under investigation under corrective action / preventive actions (CAPA) which includes bounding and containment. The dressings are inspected by operators, but as the foreign matter is of such a small size (approximately 0.10mm on the tappi chart indicated), this foreign matter in particular would have been difficult to spot by human inspection at validated line speeds. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Manufacturer narrative:
Device 8 of 8. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The distributor reported that there was a foreign matter (cloth fibre) on the dressing. The product was not used by the patient. Photographs depicting the issue were received from the complainant.